Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported "door closed error" was not reproduced. A review of the event history log revealed multiple 'shut door - power off' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had door closed error. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.